Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had been working on the patient for 24 hours. The pump was placed on 1:4 assist and the pump began to alarm purge failure. They were not doing anything with the patient when the pump began to alarm purge failure. There was a good electrocardiogram (ECG) and arterial pressure waveform on the pump. The connections were solid and they had 342 psi in the tank. The rn tried to reset and start pumping several times and they continued to get the alarm therefore the pump was switched out. The pump was sent to biomed. There has been no patient death, no serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" is unable to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If any additional information or recorder strips are returned at a later date, a full investigation will be performed. No further action required at this time.

Event description:
It was reported that the pump had been working on the patient for 24 hours. The pump was placed on 1:4 assist and the pump began to alarm purge failure. They were not doing anything with the patient when the pump began to alarm purge failure. There was a good electrocardiogram (ECG) and arterial pressure waveform on the pump. The connections were solid and they had 342 psi in the tank. The rn tried to reset and start pumping several times and they continued to get the alarm therefore the pump was switched out. The pump was sent to biomed. There has been no patient death, no serious injury or patient complication reported.